Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states they woke up with blood glucose level of 49mg/dl. The customer's most current level was 83mg/dl. The customer states they treated with food. The customer declined to conduct troubleshoot and believes the pump is find. No further assistance provided at this time.